Event description:
Two pt samples with discrepant tsh results. Same samples used for repeat testing on same analyzer. Pt 1, initial tsh result from 2007, gave 0.04 uiu/ml; repeat gave 2.69 uiu/ml. Pt 2, initial tsh result from 2007, gave 0.04 uiu/ml; repeat gave 1.41 uiu/ml. Erroneous results were not reported. The field service rep determined the cause to be sample containers used by customer, worn sample disk and probe out of adjustment. Performed adjustment to probe, replaced worn sample disk and discussed with customer the use of unapproved nesting cups.